Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. There was no issue found during the case that aligned with the reported failure mode. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during preparation, a failure occurred, and the automated impella controller (aic) did not recognize the purge cassette. A replacement controller was required, and the case resumed. No patient was involved.